Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels. Blood glucose level a couple of hours prior to the call was 500 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 289 mg/dl, then 208 mg/dl by the end of the call. The customer also reported receiving no delivery alarms. The insulin pump was not replaced or returned for analysis.